Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: pump was knocked off a stretcher. Was not connected to patient. Door open alert would not clear. . This occurred during air transport. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'door open alert would not clear' was not reproduced. A review of the history log revealed ''shut door - power off'' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality however the link and link switch adjustment/verification, upper and lower latch switch requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.